Event description:
It was reported that the drive support cap was damaged and became loose. It was also reported that insulin was running out of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with broken off end cap, cracked battery tube threads, cracked reservoir tube lip and cracked display window corner. Drive support disk was inspected and no anomaly was noted.